Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 3b endoleak. Additionally there was evidence to reasonable suggest aneurysm sac growth and suboptimal positioning of the suprarenal aortic extension. The clinical evaluation identified suboptimal positioning of the suprarenal aortic extension as a potential contributing factor to the reported event. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed a type 3b endoleak just above the aortic bifurcation. On (B)(6) 2017, the physician implanted an additional bifurcated stent was implanted to seal the endoleak. The patient is reported to be in stable condition.